Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach in the patient's esophagus. There was no harm to the patient but a repeat procedure was necessary. There was nothing unusual about the patient or the procedure itself that may have led to this event. The patient underwent an endoscopy prior to the procedure and the esophagus appeared to be normal. The bravo user has been using this technique for over five years.

Manufacturer narrative:
Evaluation summary: one delivery system was returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The capsule was not attached to the delivery system and was not returned for evaluation. There were no signs of tissue or blood on the device and the delivery system was not bent. The emergency release was not implemented and the plunger was not broken. As the product was received, the device functioned according to specification, no damage was noted and the cause of the failure was not found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.